Event description:
Mi event occurred 3 days prior to patient death.

Event description:
The patient had two endeavor sprint drug-eluting stents implanted in the lad during the index procedure. It was reported that approximately 18 months post the index procedure the patient suffered a cardiac death. Cause of death was heart attack (mi). The investigator has indicated that the event was not related to the study stent.

Manufacturer narrative:
Results: inherent risk of procedure (mi, death). (B)(4). Date of death- month and year valid only.

Event description:
Date of death confirmed. Previously reported mi occurred on the same date as patient death.